Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a infusor pump with a condition of "alarming". This condition occurred upon power up. There was no patient injury or medical intervention necessary according to the hospital representative. During device evaluation by baxter, the reported condition was confirmed when the pump received a constant alarm, which also interrupted delivery. No additional information is available.

Manufacturer narrative:
The reported condition of constant alarm was confirmed and reproduced through evaluation due to separated motor. The device was returned un-repaired due to estimate refusal by customer. Should additional information become available a follow up medwatch will be submitted. (B)(4)